Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone # (B)(6).

Event description:
The customer reported if the device is disconnected from the mx450, no alarm sounds are triggered. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
The remote service engineer (rse) spoke to the customer, and the customer advised there was no qrs sound on transport. The rse submitted a quote to the customer for onsite service for a configuration check and change. The quote was not accepted by the customer. Based on the information available, the cause of the reported problem is unknown.